Event description:
A patient contacted lifescan in august 2005 and alleged that their one touch ultra meter was reading inaccurately erratic. A patient reported blood glucose results of 145 mg/dl and 110 mg/dl with lifescan meter, performed within 10 minutes of each other. During troubleshooting with the customer service agent, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were within the expiration date. However it was reported that the test strips were damaged. The patient did not receive any medical treatment or intervention. Based on the information provided, there is an indication that the test strips have malfunctioned. However there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as strip malfunction